Event description:
There was an allegation of a questionable probnp g2 elecsys result from the cobas 6000 e601 module. The initial result was < 36 pg/ml and was reported outside of the laboratory. The result was questioned and the sample was repeated with a result of 641.7 pg/ml. The repeat result was believed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found there was an improper voltage setting on the sample pipettor and adjusted it back to specifications. He ran calibration, qc, and precision testing that were acceptable. The investigation determined the issue was resolved by the service actions.